Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing severe pain and shocking sensation at the ipg site as well as in the left ribs. As a result, the patient was unable to use the spinal cord stimulator (scs) device. It was also noted that the patient was feeling a burning sensation when charging the ipg. The patient had to use increased medication due to the severity of the pain. Additional information was received that the patient underwent an explant procedure wherein all device components were explanted. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing severe pain and shocking sensation at the ipg site as well as in the left ribs. As a result, the patient was unable to use the spinal cord stimulator (scs) device. It was also noted that the patient was feeling a burning sensation when charging the ipg. The patient had to use increased medication due to the severity of the pain.